Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that a patient went in for a pump refill on (B)(6) 2013 and according to the health care provider (hcp) did not look or seem like their self. The hcp recommended that the patient sought additional medical help/evaluation however, the patient refused. The pump was then filled and the dose was increased from 5mg per day to 6mg per day. The hcp told the patient's son to call immediately if he noticed anything medically out of the "norm" for the patient. The patient then went home and approximately three to five hours post refill, the son called the office and indicated that the patient was not her normal self. It was reported the patient experienced overdose symptoms which included being tired and lethargic. The hcp had his "pump refill person" drive to the patient's home to turn the pump down to the original 5mg per day. The son had called for an emergency medical system to transport the patient to the hospital for evaluation. The patient refused to go. The pump was then turned back to 5mg per day. The patient did not get any better and was then taken to the hospital. In the hospital, the patient did not respond to narcan and was intubated. The patient passed away "some time" after. It was noted the patient had a long list of a history of comorbidity which included a number of hospital visits in which she needed a breathing tube. It was reported 19.9 ml of medication was removed from the pump after the patient had passed away. The patient's cause of death was unable to be obtained by the reporter. The device system had been used to deliver morphine, bupivacaine, and baclofen. It was later reported the dose of the baclofen was 30 mcg/ml. The hcp did not know the exact cause of death but reported it was not device related or related to the medication in the pump.